Event description:
Spontaneous call from (B)(6), the rn (nurse) care manager at the md (doctor) office, reported when the patient attempted to administer his hizentra, the spring broke and he was unable to administer it from that syringe. He told the rn, he had a backup at home and was able to use that one. She will contact the patient the first part of next week and do a conference call with him to complete the report. Unknown if there are photos. No missed dose. Unknown if product on hand for return. Unknown if there was an adverse event. The md is aware. No additional dates, information, or details were reported. Reported to (B)(6) by: health professional.